Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarm change sensor alert. Customer's blood glucose was 7.1 mmol/l. The change sensor alert occurred after a 2nd consecutive calibration error. The customer was advised the timing of calibrations leading to alert and review guidelines for best calibration results. The customer was advised to avoid getting the calibration not accepted can take blood glucose reading divide by current isig and if its between .13-.8 it is a good time to calibrate. The customer was advised if its outside that range may want to wait an hour to stabilize. Customer was advised to remove and change out sensor.